Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly shutdown during an emergent procedure. The customer stated the device rebooted and initiated an operating system update. The customer reported a delay of 20 minutes. The customer reported the user was prevented from accessing required medication from a drawer. The customer reported sugammadex was the required medication. The nature of the procedure was not disclosed. There was no reported patient or user harm. This event is recorded in complaint number (B)(4). A technical support specialist remotely evaluated device's log files and identified an unexpected shutdown and loss of power events. The technical support specialist discovered windows updates was turned off, the group policy setup was corrupted, and automatic updates were not configured. The technical support specialist resolved the corrupted group policy setup. A field service engineer evaluated the device and found no issues but suspected a power cable issue in work order 01121720. Device was tested and confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly shutdown during an emergent procedure. The customer stated the device rebooted and initiated an operating system update. The customer reported a delay of 20 minutes. The customer reported the user was prevented from accessing required medication from a drawer. The customer reported sugammadex was the required medication. The nature of the procedure was not disclosed. There was no reported patient or user harm.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, d1, d4, g1, h4, h6 and h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 08-feb-2021 to 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system rebooted, and the mini drawer failed. A technical support specialist dialed into the system and found out multiple issues from kernel 41 and 6008 event ID. A field service engineer suspected that there was a minor issue with the power cable and the issue did not reoccur. The system functioned as intended after assessed by the field service engineer.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly shutdown during an emergent procedure. The customer stated the device rebooted and initiated an operating system update. The customer reported a delay of 20 minutes. The customer reported the user was prevented from accessing required medication from a drawer. The customer reported sugammadex was the required medication. The nature of the procedure was not disclosed. There was no reported patient or user harm.